Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the s1 nerve root. The part numbers and sizes of the ifuse implants used is not known.

Event description:
In (B)(6) 2016, the patient underwent an si joint arthrodesis where three implants were placed. The surgeon determined shortly thereafter that an implant was impinging on the s1 nerve root. The surgeon performed a revision surgery a week after the initial surgery where he backed out the superior implant a few millimeters to alleviate the impingement. No implants were removed. The status of the patient following the revision is not yet known.